Event description:
It was reported prior to implant was not possible to interrogate the device. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of communication difficulties was verified. Analysis found the device failure mode was lost after accidently entering power on rest. The cause of the reported event of communication difficulties is undetermined.